Event description:
It was reported that a peritoneal dialysis (pd) transfer set disconnected from the titanium adapter. This occurred during an unspecified process step of pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: during customer follow up, it was clarified that there was no issue with the titanium adapter. The nurse advised that the titanium adapter remained in use. Therefore, the device is no longer suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.